Event description:
It was reported to the manufacturer by the facility (B)(6), per the facility the resident was being moved from the bed to a chair. When the lift was moved away from the bed, with the resident in the sling, the leg strap came off the cradle. The resident fell out of the sling and landed on the floor. The resident hit her head on the floor and has bumps on the back of her head. The sling that was used during the lift was manufactured by invacare. Complaint #(B)(4) was entered into our system to retrieve the spreader bar for evaluation. As of this writing, the spreader bar has not been received at joerns.